Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was found that the patient had a spinal fluid leak. The patient also suffered a seizure sometime post-op but believes that was related medication that has since been discontinued.